Event description:
According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient reported urinary frequency and urinary urgency in (B)(6) 2010. In (B)(6) of 2011, the patient reported right leg weakness and nerve irritation. In november 2012, the patient reported urge incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted